Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the error messages and noise issues were only observed with one catheter, and the case was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an epicardial ablation procedure to treat ventricular tachycardia in a patient with an implanted biotronik cardiac resynchronization therapy defibrillator system (crt-d), cardiovascular implantable electronic device interaction was observed while pulsed field ablation was being delivered close to the left ventricular lead. The crt-d had been reprogrammed prior to ablation with tachyarrhythmia detection off, rate response off, and right ventricular lead only pacing at 40 bpm. At the start of pulsed field energy delivery, the mapping system displayed error messages stating, ¿impedance too high,¿ ¿impedance too low,¿ and ¿current too high." The catheter extension cable was replaced without resolution. The catheter was then replaced, but the same error messages continued to appear. After repositioning the catheter, pulsed field energy delivery was possible without interruption. During pulsed field delivery, significant artifacts were seen on the ablation graphical traces. The catheter was moved again and the graphical quality improved, although some artifacts remained, particularly in the temperature and current traces. Throughout the procedure, the programmer remained connected to the crt-d device. During the first pulsed field applications, noise was observed on the left ventricular lead electrogram followed by noise on the right ventricular lead electrogram. At the conclusion of the procedure, interrogation of the crt-d was attempted but could not be performed because the programmer displayed an error message and communication with the system could not be established. The outcome of this case is unknown. No patient complications have been reported as a result of this event.